Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. The returned microcatheter was found missing a part of its tip. Microscopic observation of the distal segment of the returned catheter revealed that distal strands of the catheter shaft was disarranged due to accumulated torsion and approximately 2mm of the tip was missing. At the broken part of the tip, the tip was flattened and circumferential cracks caused by tensile stress and scratches caused by calcium of the lesion were found on the tip surface. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on reviewing of the provided information and angio images and investigation outcome, it was presumed that tensile stress exceeding the product's design limit was applied while the catheter tip was being trapped by the heavily calcified lesion, and that stress led the catheter tip to be damaged and eventually separated along removal from the anatomy. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter became separated and remained in the anatomy during a pci to treat a heavily tortuous, heavily calcified cto in the lad. After a 3.5 fr guide catheter was placed with difficulty, an asahi guide wire was advanced to the d1. A non-asahi microcatheter was then delivered into the lad over another asahi guide wire. It could reached proximal third of the lad, however, could not pass the cto. The non-asahi microcatheter could not be advanced either because it became kinked. Multiple attempts to cross the lesion was made but went unsuccessful. Then the non-asahi microcatheter was changed to the subject microcatheter. It could be advanced a little further the cto, and then the wire was exchanged. A new guide wire was able to successfully cross the cto; however, the microcatheter failed to cross. In an attempt to exchange the wire, the microcatheter was made to advance when it became immobilized in the lesion. The guide catheter was thereby pulled to retract the microcatheter when the tip of the microcatheter torn off and left in the lesion. Advancing a 1.25 x 6 mm balloon and even a 1.0 x 5mm balloon did not succeed. Reattempt to deliver a microcatheter and guide wire was made but went unsuccessful. The physician determined to leave the tip fragment as is because crossing the cto was not possible and the pci was terminated after dilating bifurcation proximal to the cto. The patient was reportedly being stable.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.